Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.(B)(4).

Event description:
The customer reported via phone call that the insulin pump had been alarming motor error during bolus. The insulin pump also alarmed no delivery. Blood glucose value was 113 mg/dl. The device was not exposed to a magnetic field and the drive support cap was recessed. The customer was able to rewind. The customer stated that the alarm occurred multiple times. The device will be returned for analysis.